Event description:
It was reported that the patient was admitted to the hospital with cognitive changes and respiratory depression on (B)(6) 2014. The pump was decreased to minimum rate to rule out pump medications as a possible cause. The patient was on 5 mg/ml of dilaudid and the dose was decreased from 0.62 mg/day to 0.03 mg/day. As of (B)(6) 2014, there had been no changes in the patient¿s status. It was further provided that the magnetic resonance imaging (MRI) results showed that the patient had multiple strokes and seizures resulting in the need for intubation and unresponsiveness. The patient¿s family stated the physician stated the seizures may have been caused by a dilaudid overdose. It was unclear if the speculation was from pump medication or oral medications. Further, the patient died on (B)(6) 2014, after the patient¿s family elected to take the patient off of the ventilator.

Manufacturer narrative:
Concomitant product: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).